Manufacturer narrative:
The incident was reported by the consumer. The actual device is expected to be returned for eval. When the quality engineer completes the investigation, a supplemental report will be filed.

Event description:
It was reported that "they could not get a good tracing, even though the electrodes seemed to be sticking to the baby just fine. They tried 3-4 sets of electrodes in a row, resulting in the baby's skin getting so irritated from sticking and removing the electrodes that they had to treat it with ointment."